Event description:
It was reported that this right atrial (ra) lead has been showing non-physiologic signals noise that have been over-sensed. This noise appears to be lead to lead sensing. This lead to the implanted implantable cardioverter defibrillator (ICD) delivering inappropriate shocking therapy. The lead impedance has been low, out of range. The rv intrinsic amplitude has also been low. The right ventricular lead has been showing a similar behavior as the ra lead. Lead insulation degradation was suspected as this would be correlated to the impedance values. It was considered to extract the lead as a possibility. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).